Manufacturer narrative:
Unique identifier (UDI)# (B)(4). Approximate age of device - 1 year, 8 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that on (B)(6) 2016 the lvad system produce low speed operation alarms, and the patient was admitted with fluid overload. A review of the system controller history revealed pump stoppages and several speed decelerations. The patient reported feeling dizzy when the events occurred for ¿several minutes¿. The lvad system was connected to and ungrounded power module patient cable. Log files reviewed by the manufacturer¿s technical services confirmed the pump stoppage. On 12/13/2016, the technical services representative was onsite for a driveline evaluation and repair. The electrical continuity test did not reveal any broken wires. A percutaneous lead (driveline) replacement was performed without issue. The lvad system was connected to a grounded power module patient cable and no additional alarms were reported. The patient was to be discharged. No additional information was provided.

Manufacturer narrative:
Approximately 17 inches of the external portion/distal end of the percutaneous lead (lead) was replaced on (B)(6) 2016 and returned for evaluation. An electrical continuity test of the returned portion of the lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The metal braided shield and bionate layers were removed and examination of the underlying wires revealed a breach in the insulation of the green wire, approximately 17 inches from the metal system controller connector. The conductors of the green wire were exposed as result of the breach. The breach in the insulation of the green wire appeared to be the result of abrasion against the braided shielding due to repetitive movement of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. A breach in the insulation of yellow wire was also observed during the evaluation of the lead by the manufacturer¿ technical services representative. Pump function would have been interrupted as a result of the exposed conductors of either the green or yellow wires contacting the braided shielding and creating an electrical short to ground while the device was supported by the power module. This short to ground would have caused the reported low speed and pump stop events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.